Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient had their ins system removed because it had not worked for them. Agent asked event date and caller said probably 2-3 years (uncertain if they meant that long ago, or if it only worked that long past implant date). They were told to call medtronic to update the information on file so they can have an updated ID card in the event that they need an MRI. Caller mentioned they spoke on the phone once with someone who told them there was trouble with quality of the battery the patient had. Caller said the patient had been accused by someone of repeatedly pushing a button on their equipment, but they had not been doing that. Caller mentioned they didn't realize how big of a deal it would have been to get the implant removed - patient had to get "four big cuts." Caller was very upset with their experience with medtronic. Agent documented provided information and red irected caller to patient registration services via warm transfer to update information.